Event description:
5mm cannula broken 1 inch down shaft while being removed from patient. The physician was performing a diagnostic / operative laparoscopy on a female patient when the sleeve broke. The port was place in the suprapublic region and when the trocar was removed, the sleeve broke off. The surgeon removed the remainder of the sleeve with a clamp and subsequently used a disposable port to finish the case. The case was completed without further incident.